Event description:
It was reported that the customer had blood or sensor glucose levels of 47 mg/dl and 400 mg/dl on (B)(6) 2014. The customer stated he had received calibration errors from his sensor. Standard troubleshooting was performed. The customer's blood glucose level was between 99 and 120 mg/dl at the time of the report. The customer stated he may have been over-calibrating. The customer was advised to calibrate his sensors three to four times per day. The product is not being returned. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.